Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. During the evaluation of the device, the third-party service center. There was no evidence of foam particles or degradation the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.